Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced a high blood glucose event due to a kinked cannula, on (B)(6) 2026. The event was treated with correction injection via multiple daily injections (mdi). The infusion set had been inserted in the abdomen.